Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger ((B)(4)) found the connector pin to be bent on the cable assembly.

Event description:
The patient reported that the connector pin didn't line up. The battery for the implantable neurostimulator (ins) and the ins recharger (insr) were empty. The connector was bent. Relevant medical history included post lumbar laminectomy syndrome and spinal pain. Follow-up was performed to determine if the empty ins battery was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient in response to follow-up reported that the desktop charger (dtc) resolved the problem.